Event description:
It is reported that the pt was notified of the recall by her doctor. She reports that she is not experiencing pain or swelling. She recently had blood test which had metal levels above 6.0 and an MRI which showed no abnormalities. Her surgeon will monitor her with blood testing every three months. Information received on (B)(6) 2013 dr (B)(6) states pt presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.